Manufacturer narrative:
One 5.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor is cracked at and above the suture eyelet. The anchor is also bent. Dimensional assessment is prohibitive due to the condition of the anchor. Removal of the anchor confirmed the inserter tines are intact and show no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a shoulder cuff repair surgery, the device broke inside the patient. All the device's fragments were removed from within the patient. There was a backup device available which was used in the originally drilled bone hole. No significant delay or patient injury was reported.